Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer used to have the 10cc foley catheter balloon and they were started using the 5cc foley catheter balloon recently and that was started falling out. It was stated that the customer has concerned with 5cc balloon and worried this was possibly had several urethral injuries with inflated balloon pulled out. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. DHR is not required since the reported failure was unconfirmed. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected

Event description:
It was reported that the customer used to have the 10cc foley catheter balloon and they were started using the 5cc foley catheter balloon recently and that was started falling out. Stated that the customer has concerned with 5cc balloon and worried this was possibly had several urethral injuries with inflated balloon pulled out. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer used to have the 10cc foley catheter balloon and they were started using the 5cc foley catheter balloon recently and that was started falling out. Stated that the customer has concerned with 5cc balloon and worried this was possibly had several urethral injuries with inflated balloon pulled out. It was unknown what medical intervention was provided.